Event description:
On (B)(6) 2010, pt reported the plunger of the insulin cartridge was stuck on the piston rod. Pt stated she thinks just a very small amount of insulin spilled inside of the cartridge compartment. Pt reported she was twisting the infusion adapter until it stops turning. Advised pt on the snug adapter, rather than too tight. Pt stated she does unscrew the infusion adapter before pulling out the insulin cartridge. Attempted to assist pt with removing the stuck plunger; was unsuccessful. Will continue to troubleshoot. Assisted pt with drying the insulin cartridge compartment with a tissue. On follow up call to pt on 06/04/2010, pt reported she realized the piston rod plate had a "black end" to it and thought that was the cartridge plunger. Pt stated she was able to continue changing the cartridge on her own. Pt reported she may not have been thinking clearly at the time. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.